Manufacturer narrative:
(B)(4). Batch # t5d83z. Device analysis: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. Event could not be confirmed as the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy the device would not open after the first fire. Surgeon tried to open the device but it would not open. A second like device was used to complete the procedure with no patient consequences reported.